Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2020. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: pain inter; surgical interventions: on (B)(6) 2021 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: cystoscopy due to re-occurring urinary tract infections post surgery. Nonsurgical treatments: on (B)(6) 2020 the patient commenced other medication (please specify): keflex for the treatment of: post surgery antibiotics. Treatment duration: 7 days. On (B)(6) 2020 the patient commenced topical treatment (including oestrogen cream): ovestin for the treatment of: help reduce incontinence issues. Treatment duration: ongoing. On (B)(6) 2020 the patient commenced other medication (please specify): keflex for the treatment of: treatment for uti symptoms. Treatment duration: 7 days. On (B)(6) 2020 the patient commenced other medication (please specify): clindamycin for the treatment of: treatment for uti symptoms. Treatment duration: 6 days. On (B)(6) 2020 the patient commenced other medication (please specify): clindamycin for the treatment of: treatment for uti symptoms. Treatment duration: 6 days. On (B)(6) 2020 the patient commenced other medication (please specify): clindamycin for the treatment of: treatment for uti symptoms. Treatment duration: 6 days. On (B)(6) 2020 the patient commenced other medication (please specify): norfloxin for the treatment of: treatment for confirmed uti. Treatment duration: 7 days. On (B)(6) 2021 the patient commenced other medication (please specify): macrodantin 50mg for the treatment of: treatment for uti symptoms. Treatment duration: 10 days. On (B)(6) 2021 the patient commenced other medication (please specify): macrodantin 100mg for the treatment of: treatment for confirmed uti. Treatment duration: 4 days. On (B)(6) 2021 the patient commenced other medication (please specify): macrodantin 50mg for the treatment of: the treatment of ongoing uti's. Treatment duration: 6 months. On (B)(6) 2020 the patient commenced other medication (please specify): hiprex for the treatment of: to suppress uti infections. On (B)(6) 2020 the patient commenced other medication (please specify): urofem for the treatment of: to suppress uti infections. Treatment duration: 6 months.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.